Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the device from the guide wire was confirmed; however, the reported failure to deflate and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflated could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. The 3.50x30mm rx trek balloon dilatation catheter (bdc) was used for pre-dilatation of the lesion. After the first inflation the bdc was removed without issue. The bdc was re-inserted later in the procedure and inflated however the balloon would not deflate. Resistance was met during retraction with the guide wire and guiding catheter therefore all the devices were removed as a system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.